Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set tubing "snapped" while the customer was sleeping. Blood glucose value was not provided. Customer went to the emergency room and was admitted to the hospital. Type of infusion set was not provided. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.